Event description:
It is reported that: the patient fell on (B)(6) 2012. It was later diagnosed an infection in the knee rendered it unstable. The patient underwent revision surgery on (B)(6) 2012. Re-implantation was not possible due to infection and extensive deterioration of the femur. It was stated that the patient currently has no knee or femur. Patient will undergo five additional months of treatment for infection before receiving an implant. Patient also reports there was extensive pitting and corrosion of the implant device. Patient asked to be informed of the results of the investigation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown stryker right knee. Additional information has been requested and if received will be provided in a supplemental report. (B)(4): not returned to manufacturer.

Event description:
It is reported that: the patient fell on (B)(6) 2012. It was later diagnosed an infection in the knee rendered it unstable. The patient underwent revision surgery on (B)(6), 2012. Re-implantation was not possible due to infection and extensive deterioration of the femur. It was stated that the patient currently has no knee or femur. Patient will undergo five additional months of treatment for infection before receiving an implant. Patient also reports there was extensive pitting and corrosion of the implant device. Patient asked to be informed of the results of the investigation.